Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly, blank display and was exposed to moisture. The customer¿s blood glucose level was 340 mg/dl. The customer reported that the keypad anomaly act and esc not responding. It was reported that the insulin pump had blank screen. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, self test, and measure the operating currents or verify unresponsive buttons and missing segments or partial display due to blank display. Also received with moisture damage on the motor, and vibrator assembly.